Manufacturer narrative:
The pump was received with no up and down button response due to corroded keypad up and down traces. There was no button error alarm noted during testing. The rewind and basic occlusion, prime, the excessive no delivery test and displacement test were unable to be done due to no up and down button response. There was no moisture damage inside pump noted.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 153mg/dl. The customer mentioned their blood glucose level had been 490mg/dl, due to pump not working. The customer states they administered bolus and then received button error. The customer states they wore their pump under their wet suite. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.